Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the supports had dislodged from the event unit, which confirmed the complainant¿s experience. Scratches were observed on one of the internal components; however, no other non-conformances were observed. Applied medical is unable to determine the root cause of the complainant¿s experience based on the evaluation of the returned event unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: cholecystectomy. [Name] wanted to insert the retrieval bag through the trocar. When it is inserted, the entire retrieval bag system has disintegrated into its individual parts. Some of these fell into the abdomen. To be sure that he had recovered all parts, [name] opened a second retrieval bag and disassembled it. So he knew which parts are part of the system. The second recovery bag has the same lot number. Confirmation received from applied medical representative via email on 03-dec-2020: both bags have been returned. Bag 1 is the incident bag, the other the bag the customer has taken apart themselves. On the bags should be written what is wrong with them. Patient status: patient status is ok. Type of intervention: disassembled 2nd cd001 (same lot) to see the components and ensure everything was retrieved from the patient.

Manufacturer narrative:
The event unit is anticipated to return for an evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: cholecystectomy. [Name] wanted to insert the retrieval bag through the trocar. When it is inserted, the entire retrieval bag system has disintegrated into its individual parts. Some of these fell into the abdomen. To be sure that he had recovered all parts, [name] opened a second retrieval bag, and disassembled it. So he knew which parts are part of the system. The second recovery bag has the same lot number. Patient status: "patient status is ok." Type of intervention: disassembled 2nd cd001 (same lot) to see the components and ensure everything was retrieved from the patient.